Event description:
It was reported that the patient presented in clinic for a follow-up, after receiving the patient notifier for high, out of range high voltage lead impedance. Out of range impedance measurements were not reproduced in clinic. X-ray did not reveal any anomalies. The physician elected to program the shocking vector to rv-to-can. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.